Manufacturer narrative:
The insulin pump was received with cracked case on the display window corner, minor scratches on lcd window, scratched reservoir tube window, cracked belt clip slot, broken battery threads and cracked reservoir tube lip.

Event description:
Customer reported via phone call, he had high blood glucose of 300 mg/dl and was reporting he was unable to remove the battery from the insulin pump due to the battery cap being damaged. Customer mentioned he was having issues with high blood glucose and then it dropped to 40 mg/dl. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced due to damage. He agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.